Event description:
Haematemesis. Case description: this case was reported by a physician via call center representative and described the occurrence of haematemesis in a patient who received double salt denture cleanser ((B)(6) polident for partials (polident for partials with taed)) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started (B)(6) polident for partials (polident for partials with taed). On (B)(6) 2015, unknown after starting (B)(6) polident for partials (polident for partials with taed), the patient experienced accidental ingestion of product. On (B)(6) 2015, the patient experienced haematemesis (serious criteria gsk medically significant). On an unknown date, the outcome of the haematemesis and accidental ingestion of product were unknown. It was not reported if the reporter considered the haematemesis to be related to (B)(6) polident for partials (polident for partials with taed). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. On (B)(6) 2015, the patient accidentally ingested 4 tablets of (B)(6) polident for partials (polident for partials with taed). On (B)(6) 2015, the patient experienced haematemesis. Case comment: the haematemesis was unrelated to (B)(6) polident for partials (polident for partials with taed) because the product is alkalescent. (B)(6) polident for partials (polident for partials with taed) was unlikely to be the cause of the event.